Event description:
Information received from the field notes that the device could not be interrogated. Pacing spikes were seen on surface ECG but they were not capturing. The patient was in poor health and the physician elected to not replace the device.